Event description:
A herculink plus stent was deployed to cover the distal area of the target lesion.

Event description:
It was reported that the absolute self-expanding stent system (ses) did not deploy completely in the right iliac artery. The stent moved some during pull back when trying to remove the ses. A second absolute ses was deployed to cover the distal area of the target lesion. No pt effects were reported.